Manufacturer narrative:
Review of nalu records found no reports from the patient of any system or component complaints. There are no records of any reported issues from this patient regarding efficacy of therapy or usability of the external devices. The information provided by the patient is unclear when those issues began or if they had ever been reported for troubleshooting assistance. It appears that MRI conditionality was the primary reason for system explant, however the patient continues to be unable to move forward with the scan due to the lead fragment still implanted. Patient will require a second procedure to remove the fragment or will need an alternative diagnostic test. Plan at the time of this reporting is unknown.

Event description:
On (B)(6) 2024 the patient was implanted with a nalu peripheral nerve stimulator system to treat left shoulder pain. After having the system implanted, the patient expressed frustration regarding MRI restrictions but did not report any other issues or concerns with the nalu system or its components. On (B)(6) 2025 the patient reached out to a local nalu representative to discuss MRI conditionality. During the conversation on (B)(6) 2025, the patient reported that the nalu system had been explanted on (B)(6) 2025. Nalu personnel had not received any notification of the explant prior to patient notification on (B)(6) 2025. On (B)(6) 2025 the patient reached out to nalu product support for additional MRI conditionality information and reported that at the time of explant the physician was unable to fully removed the tined end of the implanted lead and cut the end off, leaving the distal end of the lead implanted. During the product support call, the patient also alleged that therapy had been ineffective and that there were challenges using the external wearables which also affected delivery of therapy from the system.